Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had the system before and it got pulled because they thought they were having allergic reaction but it turns out they had an infection where the battery pack was. They stated they first noticed infection signs the day after the surgery. The patient said luckily they got back with a good doctor and they went ahead and redid the whole thing and now it seems to be working fine. The patient doesn't recall the healthcare provider (hcp)'s name but they said they went through manufacturer representative (rep) at that time too. No info found from previous device.